Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the left coronary obstruction was likely caused by calcium debris. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during implant of a 26mm sapien 3 valve in the aortic position, the patient suffered severe hypotension (sbp 30) after crossing the native valve. The valve was quickly implanted and complete asystole occurred. CPR maneuvers were performed and inotropes were administered. Angiography showed a left main (lm) obstruction. Lm catheterization, multiple attempts of ptca and stent implant was performed. After roughly 15 minutes of CPR and with stent implant, the patient¿s blood pressure was restored. Post procedure the patient was stable, however, some neurological disorders were evident while waking the patient. The patient experiences numbness, was not respondent to verbal stimulation, was respondent to painful stimulation only on upper limbs, and not equal and round pupils (centered left iris, slightly upward right iris). The patient was sent to the ICU and was preventively intubated and sedated for 24 hours. When sedation was terminated and the patient was extubated they had CPAP spontaneous respiration, good hemodynamics, no inotropes, but still numbness. The following morning the patient was slightly improved, respondent to verbal stimulation and respondent to painful stimulations on upper and lower limbs. Calcium debris was the perceived root cause was lm obstruction. No bav was performed. The left coronary ostia height was 13.2mm and the right coronary ostia height was 19.9mm. The native leaflets were moderately calcified, and the native annulus and root had no calcification.